Event description:
It was reported that the patient had ¿lost¿ the programming. It was noted that when he had programming done (B)(6) 2012 the patient had positions on it. Patient wanted it reformatted so when he laid down it would go off. Adaptive stimulation was not enabled. Patient was on program a at 3.0v. It was noted that the patient was very hard of hearing. It was further noted that adaptive stimulation should have been enabled but patient still reported no ¿a¿ in a circle in the upper left hand corner.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, lo serial# (B)(4), im planted: (B)(6) 2012, product type: lead. (B)(4).